Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the rod had fractured. Device was then sent for fracture analysis. The fracture analysis report noted that the device failed via static overloading under a high load. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A potential root cause for the rod fracturing cannot be positively determined. However, the fracture analysis report suggests that the device failed via static overloading under a high load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the surgeon was putting a coronal bend into a temporary rod in between the l4- l5 levels. The pedicle screws at l4 and l4 were provisionally locked with set screws before the attempt to bend. Note, it was the second time they bend the rod in the same direction with the same coronal benders. Also of note it was the third case in the last year where the same (B)(4) has fractured. Product complaints were filed on (B)(6) 2017 and (B)(6) 2017. Please contact me with results of the investigation. The rod and pieces will be shipped out by week end.